Event description:
It was reported that the customer states that they was using the purewick then caught a uti. Stopped using the purewick now wants to return an unopened box. It is unclear if troubleshooting was performed. It is unknown if lot/serial number was requested. It was unknown what medical intervention was provided for urinary tract infection. Per customer via email on 13mar2026 it was reported that customer thanked for following up with them. They ordered multiple boxes of the male catheter bags, and their father had to have a surprapublic catheter surgery due to urinary retention from progressive disease and no longer needs them. They ordered two boxes in december and have a box that is unopened. When they called to return it, it was told that it is beyond the 30-day period. They ordered multiple supplies to avoid running low and unfortunately would not have done that had they known father would no longer have use of them. They are hoping for the return and partial refund as they were expensive, and they are in an unopened box. Thanked for the consideration.

Manufacturer narrative:
This supplemental MDR is to capture additional information from a follow up, but it does not impact the investigation findings previously submitted. The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. Instructions for use were reviewed for this investigation. The reported event is addressed within the labeling as it state" warnings: do not use on irritated skin. Examples include, but are not limited to, rashes, skin tears, or blisters. Do not cover fresh surgical wounds with the device. To avoid potential skin injury, never pull the device directly away from the user. Always peel in the direction from head to foot. Stop use if an allergic reaction occurs. Precautions: not recommended for users who: are agitated, combative, or uncooperative and might remove the device. Have frequent episodes of bowel incontinence without a fecal management system in place. Have skin irritation or breakdown at the site. Proceed with caution in users who have had recent surgery of the external male anatomy. Always check skin for irritation or breakdown and clean and dry the skin prior to placement of a new device. Recommendations: wash hands thoroughly before device placement. Check device placement and user¿s skin at least every 2 hours. Removal of purewicktm male external catheter: gently lift the top edge of the adhesive base off the skin. In a slow, downward peeling motion, remove the device. If necessary, use a warm, wet cloth or pad to help loosen adhesive. Warning: to avoid potential skin injury, never pull the device directly away from the user. Always peel in the direction from head to foot. When to replace purewicktm male external catheter: replace the device at least every 24 hours or if soiled with feces, blood, or semen. A DHR could not be performed since no lot number was provided. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. Instructions for use were reviewed for this investigation. The reported event is addressed within the labeling as it state" warnings: -do not use on irritated skin. Examples include, but are not limited to, rashes, skin tears, or blisters. -do not cover fresh surgical wounds with the device. -to avoid potential skin injury, never pull the device directly away from the user. Always peel in the direction from head to foot. -stop use if an allergic reaction occurs. Precautions: -not recommended for users who: -are agitated, combative, or uncooperative and might remove the device. -have frequent episodes of bowel incontinence without a fecal management system in place. -have skin irritation or breakdown at the site. -proceed with caution in users who have had recent surgery of the external male anatomy. -always check skin for irritation or breakdown and clean and dry the skin prior to placement of a new device. Recommendations: -wash hands thoroughly before device placement. -check device placement and user¿s skin at least every 2 hours. Removal of purewicktm male external catheter. 5. Gently lift the top edge of the adhesive base off the skin. In a slow, downward peeling motion, remove the device. If necessary, use a warm, wet cloth or pad to help loosen adhesive. Warning: to avoid potential skin injury, never pull the device directly away from the user. Always peel in the direction from head to foot. When to replace purewicktm male external catheter. 6. Replace the device at least every 24 hours or if soiled with feces, blood, or semen. A DHR could not be performed since no lot number was provided. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer states that they was using the purewick then caught a uti. Stopped using the purewick now wants to return an unopened box. It is unclear if troubleshooting was performed.\ it is unknown if lot/serial number was requested. It was unknown what medical intervention was provided for urinary tract infection.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer states that they was using the purewick then caught a uti. Stopped using the purewick now wants to return an unopened box. It is unclear if troubleshooting was performed. It is unknown if lot/serial number was requested. It was unknown what medical intervention was provided for urinary tract infection.